Event description:
Additional information received indicated that the device was reprogrammed to resolve the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing and a loss of capture was noted on the right ventricular (rv) lead. Technical support was contacted and provided recommendations, however, no intervention was performed at this time. The patient was stable.